Manufacturer narrative:
Product is being returned for investigation and retain samples are currently being investigated. When investigation is complete, a f/u with the results will be submitted. P/n 340-4134 is currently under recall # z-1448-2011; however, the reported lot is not included in this recall.

Event description:
Air in line alarms using administration sets. No pt injury.